Event description:
The customer reported that during use, the device was activating intermittently. The activations lights were alternating from red to green. The surgeon stopped using the device and while trying to troubleshoot the activation problems, a piece of the active waveguide disengaged in the surgeon's hand. Nothing fell into the pt cavity. The surgeon installed a new dissector on the setup and successfully completed the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.